Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m. Advised to call back if any alerts return. Per customer via phone on 01oct2024, it was reported that the issue was resolved on site via phone call with biomed and patient therapy was continued and completed on the device.

Manufacturer narrative:
No sample was received. The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a weak circulation pump. However, there was insufficient information to confirm this potential root cause. It was noted that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This record is being submitted as a correction to the date received by manufacturer previously submitted. The reported issue was inconclusive. No sample was received. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a weak circulation pump. However, there was insufficient information to confirm this potential root cause. It was noted that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m. Advised to call back if any alerts return. Per customer via phone on (B)(6)2024, it was reported that the issue was resolved on site via phone call with biomed and patient therapy was continued and completed on the device.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m. Advised to call back if any alerts return.

Manufacturer narrative:
No sample was received. The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a weak circulation pump. However, there was insufficient information to confirm this potential root cause. It was noted that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting 01 and 02 low flow and air leak intermittently. Water flow rate (wfr) was 1.2 l/m walked through stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors. Verified audible clicks with each connection and all lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1 l/m . Advised to call back if any alerts return.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.